Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13450. The pt reported she experienced pocket heating while charging her scs system. The pt stated she uses her stimulation continuously; however, the warmth while charging only occurs a couple of times per month. The pt also states when she held her hand over her ipg site she could feel the increased temperature but stated the majority of the time it would subside on its own even when stimulation is on. It was noted the pt would rather tolerate the discomfort of the warmth than lose the relief from her stimulation coverage. Follow-up pending. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.